Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was over 600 mg/dl. The customer was treated with the insulin pump for high blood glucose level. The customer also reported that the cannula was bent. The customer declined troubleshooting for high blood glucose level. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the pump and revert to backup plan. The products will not be returned for analysis.